Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located at moderately tortuous forearm shunt artery. A 6.00mm x 2.0cm x 90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6 atms for 30 seconds. The device was pulled out from the sheath and was replaced with another of same device. No patient complications were reported.